Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long (in minutes) did the surgery prolong? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Quantity of blood loss? Patient weight? Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a transvaginal total hysterectomy and vaginal wall repair under general anesthesia procedure on (B)(6) 2024 and barbed suture was used. During the procedure, after the uterus was removed, suture was used to stop bleeding. During the knotting process, the surgeon gently knotted and the suture broke. The surgeon immediately replaced one suture and the surgery went smoothly. The suture breakage slightly prolonged the surgery time and increased the patient's bleeding volume. Procedure: transvaginal total hysterectomy and vaginal wall repair under general anesthesia. No adverse patient consequences were reported. Additional information was requested.